Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records could not be performed as sensor serial and lot information was not provided by the user. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. Sensor was removed from the patient's arm to treat the infected area. It was reported by the user that infected area got healed after sensor removal.

Event description:
Senseonics was made aware of an instance where patient developed infection at the insertion site. Patient says that skin near insertion site had become black and sensor had to be urgently removed with a little surgery in order to stop infection. Patient confirms that now previous insertion site doesn't present infection. Patient didn't provide further details regarding this incident.